Event description:
It was reported that the usb port was broken, preventing the pump from starting. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned by the distributor, and a replacement pump with a new serial number has been arranged. No additional information was received regarding the customer¿s outcome or impact on health.